Manufacturer narrative:
Previously reported on pr(B)(4) with MDR# 3030677-2023-02896. Device investigation is pending the return of the device. Device investigation will take place on pr (B)(4).

Event description:
It has been reported to philips that the device is failing self-test.